Manufacturer narrative:
No damage noted on the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral artery intervention involving the tibial/popliteal trunk at the mid location with severe ca lcification, multiple percutaneous transluminal angioplasty balloons (nanocross 014 and nanocross elite) burst on the first inflation at, below, or unknown rated burst pressure. Two 3.5x40 balloon burst during pre-dilation for stent placement (medtronic stent (onyx frontier)), while the 4mm and 5mm nanocross balloons burst during post-dilation of the deployed medtronic (onyx frontier) stent. Minimal resistance was encountered when advancing one device. All devices were safely removed from the patient, and the procedures were completed using new nanocross devices. No injury or adverse health consequences were reported for the patient. No patient complications have been reported as a result of this event.